Manufacturer narrative:
Investigation results have led to use error as the patient was not fixed with belts as recommended. The plexiring was replaced. There is no systematic product issue identified and therefore, no further correction is initiated.

Event description:
Siemens was notified on (B)(6) 2018 that on the same day a (B)(6) women injured her knee during a CT examination. It is reported that the patient hit their knee against the plexiring of the CT gantry and the plexiring broke. The patient's knee was slightly injured however there are no further details as to the patient's status. This reported incident occurred in (B)(6).